Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a post-operative check revealed poor sensing of r-waves by this right ventricular (rv) lead, and rv pacing was below the capture threshold. There were no pacing pauses of greater than two seconds or asystole noted on 24-hour telemetry, as the patient had intrinsic rhythm. Rv lead dislodgement was suspected. There was a chain handle hanging over the patient's hospital bed that was there to assist the patient with moving while in bed, and it was on the same side as the device (right-sided implant). There was a thought that it may have contributed to the possible lead dislodgement, as the patient may have used it to lift out of position using the right arm. An x-ray confirmed that the lead had dislodged. The lead was successfully repositioned in a satisfactory location. No adverse patient effects were reported as a result of loss of rv capture, and there were no adverse patient effects following the procedure.